Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us. The initial reporter named was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during patient use an internal communication failure occurred on a cardiosave intra-aortic balloon pump (iabp) and the unit shutdown. There was no harm or injury to patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to duplicate the reported internal communication failure. However, the fse was able to verify error codes 67 and 13 in the iabp's error log. The fse replaced the front end board to address error 67in the logs. The fse additionally replaced the executiveprocessor board due to start up timeout continuing to occur after front end board was replaced. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component codes and investigation conclusions). Additional customer contact phone: (B)(6). The failure analysis and testing department received an executive processor board with a reported the unit has an internal communications failure, verified error codes 67 and 13. Performed visual inspection of the executive processor board part per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the executive processor board into failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the executive processor board part in accordance with procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q, in an attempt to recreate the reported problem. The executive processor board was unable to download b14 software and no test can be performed any further. Sending the executive processor board to the supplier for failure analysis as per 0002-07-d008 revision al. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to internally further troubleshoot this board. Fat received the part back from the supplier. The supplier stated they replaced components t1, t3, c147. Please see attachments for failure analysis paperwork. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The failure analysis and testing department received a front end board with a reported that the unit has an internal communications failure, verified error codes 67 and 13. Performed visual inspection of the front end board per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the front end board into failure analysis and testing iabp cardiosave test fixture for testing of the reported problem. Performed and tested the front end board in accordance with procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q, in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit having an internal communications failure, verified error codes 67 and 13. The failure analysis and testing department is unable to replicate the failure experienced by the customer. Sending the front end board to the supplier for failure analysis as per 0002-07-d008 revision al. The failure analysis and testing dept. (Fat) received pcb, front end, rohs from the supplier. The supplier could not verify the failure of error code 67 and 13. The supplier tested the board, the board passed testing. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, front end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.